Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-10278 - device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusions set fell off event on (B)(6) 2024. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.